Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/painful pelvic pain/pain/pelvic pain(mild to severe)"), stickler's syndrome ("stickler's syndrome") and autoimmune disorder ("autoimmune disorder") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included recurrent dislocation of patella in 2004, scapula pain in 2005, fatigue in 2008, chronic headaches in 2008, loose stools in 2008, chronic sinusitis in 2008, aching (r) knee, progressive infantile idiopathic scoliosis on (B)(6) 2009, pain ankle on (B)(6) 2010, wheezing on (B)(6) 2010, chest tightness on (B)(6) 2010, shortness of breath on (B)(6) 2010, infection on (B)(6) 2010, stickler's syndrome, scoliosis, joint pain on (B)(6) 2010, stress on (B)(6) 2010, anxiety on (B)(6) 2010, depression on (B)(6) 2010, weight loss on (B)(6) 2010, sinus infection on (B)(6) 2010, patellofemoral dislocation on (B)(6) 2010, cervicalgia on (B)(6) 2010, foot sprain on (B)(6) 2010, shoulder pain on (B)(6) 2012, tachycardia on (B)(6) 2012, tingling feet/hands on (B)(6) 2012, acute sinusitis on (B)(6) 2012, malaise on (B)(6) 2012, fatigue on (B)(6) 2012, sinusitis on (B)(6) 2012, fistula on (B)(6) 2012, gastroesophageal reflux on (B)(6) 2012, dizziness on (B)(6) 2012 and fainting on (B)(6) 2012. Concurrent conditions included obesity. Family history included cancer (nos) (uncle), osteoarthrosis (parent), hypertension and arthritis. Concomitant products included ovulen 50 (zovia) from 2009 to 2011 for dysmenorrhea and pain. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal"). In 2011, the patient experienced the first episode of dysmenorrhoea ("dysmenorrhea (cramping)"). In 2012, the patient experienced depression ("depression"), fatigue ("fatigue") and gastrooesophageal reflux disease ("gerd"). In 2015, the patient experienced fibromyalgia ("fibromyalgia") and alopecia ("hair loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), stickler's syndrome (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), tympanic membrane perforation ("perilymph fisutal & tympanic membrane perforation"), menorrhagia ("abnormal excessive bleeding during menstruation"), scoliosis ("scoliosis"), connective tissue disorder ("connective tissue disorder"), acne ("acne worsening"), the second episode of dysmenorrhoea ("worsening dysmenorrhea"), retinal disorder ("vitreous tissue near retina"), tachycardia ("tachycardia"), arthropathy ("knee problems"), back injury ("back injury") and tympanic membrane disorder ("eardrum"). The patient was treated with tizanidine, ibuprofen, diazepam, duloxetine hydrochloride (cymbalta), atenolol and surgery (on (B)(6) 2013,robotic assisted total laproscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, the last episode of dysmenorrhoea and vaginal haemorrhage had resolved and the stickler's syndrome, autoimmune disorder, tympanic membrane perforation, menorrhagia, scoliosis, connective tissue disorder, acne, depression, fibromyalgia, fatigue, alopecia, retinal disorder, tachycardia, arthropathy, back injury, gastrooesophageal reflux disease and tympanic membrane disorder outcome was unknown. The reporter considered acne, alopecia, arthropathy, autoimmune disorder, back injury, connective tissue disorder, depression, fatigue, fibromyalgia, gastrooesophageal reflux disease, menorrhagia, pelvic pain, retinal disorder, scoliosis, stickler's syndrome, tachycardia, tympanic membrane disorder, tympanic membrane perforation, vaginal haemorrhage, the first episode of dysmenorrhoea and the second episode of dysmenorrhoea to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: confirmed placement and full occlusion of tubes. Most recent follow-up information incorporated above includes: on 24-jan-2018: pfs received- new reporter, other relevant history, concomitant drug, treatment drugs, new events perilymph fisutal & tympanic membrane perforation, scoliosis, connective tissue disorder, acne worsening, worsening dysmenorrhea, abnormal bleeding vaginal, tachycardia, knee problems, back injury, gerd, stickler's syndrome, eardrum, autoimmune disorder were added incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. On (B)(6)2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menorrhagia ("abnormal excessive bleeding during menstruation"). The patient was treated with surgery (on (B)(6)2013, laparoscopic hysterectomy and bilateral hysterectomy). Essure was removed on (B)(6)2013. At the time of the report, the pelvic pain and menorrhagia outcome was unknown. The reporter considered menorrhagia and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2011: confirmed placement and full occlusion of tubes company causality comment: incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.